Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she called 911, emergency services for high blood glucose of 450 mg/dl. Customer does not recall any significant events leading to the error, except to indicate that she did not change basel settings as she was instructed to do. Customer was advised to monitor pump. No further information was given.